Event description:
During a colonoscopy, the physician positioned the snare around a polyp and attempted activation using the yellow pedal on the generator footswitch. No energy output was delivered, and the snare reverted to a cold state. As a result, the tissue was transected mechanically rather than by electrocautery, leading to bleeding. The physician controlled the bleeding using a clip, and the procedure was completed. The patient was admitted for observation and discharged the next day.